Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's right atrial (ra) lead exhibited loss of capture and high impedance measurements. The ra lead was revised to resolve the issue, and the patient was in stable condition.

Manufacturer narrative:
Correction- previously reported as a serious injury but should actually only be as a malfunction, the patient's right atrial (ra) lead was not revised and remains implanted.

Event description:
Additional information received notes that the patient's right atrial (ra) lead was not revised and remains implanted.